Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I am in so much pain/constant stabbing pain in my left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), malaise ("not being well/my body gives out") and gastrointestinal pain ("my guts are causing sooo much pain"). The patient was treated with paracetamol (tylenol), tramadol and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, malaise and gastrointestinal pain outcome was unknown. The reporter considered gastrointestinal pain, malaise and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, malaise and gastrointestinal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received: reporters were added. Case became serious incident from non serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I am in so much pain / constant stabbing pain in my left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), malaise ("not being well / my body gives out"), gastrointestinal pain ("my guts are causing so much pain"), genital haemorrhage ("bleeding"), anger ("feel so angry"), nightmare ("nightmare"), frustration tolerance decreased ("I feel your frustration and pain"), pain ("I feel your frustration and pain"), coccydynia ("tailbone pain") and nephrolithiasis ("I had kidney stones") and was found to have blood urine present ("blood in my urine"). The patient was treated with paracetamol (tylenol), tramadol and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, malaise, gastrointestinal pain, genital haemorrhage, blood urine present, anger, nightmare, frustration tolerance decreased, pain, coccydynia and nephrolithiasis outcome was unknown. The reporter considered anger, blood urine present, coccydynia, frustration tolerance decreased, gastrointestinal pain, genital haemorrhage, malaise, nephrolithiasis, nightmare, pain and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : pelvic pain, malaise and gastrointestinal pain, hysterectomy, kidney stone quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- tailbone pain. Reporter were added. On 23-mar-2020: social media received: new events were added: kidney stone and reporter information were updated on 23-mar-2020: social media received: fu 6,7,8,9 proceeded together. On 23-mar-2020: social media received: fu 6,7,8,9 proceeded together. On 23-mar-2020: social media received: fu 6,7,8,9 proceeded together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I am in so much pain / constant stabbing pain in my left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), malaise ("not being well / my body gives out"), gastrointestinal pain ("my guts are causing sooo much pain"), genital haemorrhage ("bleeding"), anger ("feel so angery"), nightmare ("nightmare"), frustration tolerance decreased ("I feel your frustration and pain") and pain ("I feel your frustration and pain") and was found to have blood urine present ("blood in my urine"). The patient was treated with paracetamol (tylenol), tramadol and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, malaise, gastrointestinal pain, genital haemorrhage, blood urine present, anger, nightmare, frustration tolerance decreased and pain outcome was unknown. The reporter considered anger, blood urine present, frustration tolerance decreased, gastrointestinal pain, genital haemorrhage, malaise, nightmare, pain and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : pelvic pain, malaise and gastrointestinal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events I feel your frustration and pain, nightmare, feel so angery, blood in my urine and bleeding were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.